Event description:
It was reported via a trial that approximately six months post proximal right coronary artery and proximal circumflex artery stenting procedure with three xience v stents, the patient experienced angina and shortness of breath. On (B)(6) 2010, the patient was treated with medication and underwent percutaneous coronary revascularization for 85% stenosis proximal to the index procedure stent in the proximal left circumflex. The patient's condition resolved and the patient was discharged on (B)(6) 2010. There was no adverse patient sequela. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina and stenosis are listed in the instructions for use (IFU) as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing or design.